Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the main coil, introducer sheath, and pusher wire were received for product analysis. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the primary coil section, the arm coil was detached, and the pusher wire was bent at heat shrink tfe tubing. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the coil could not advance the catheter. The patient presented with abdominal aortic aneurysm underwent internal iliac embolization. A 22mm x 60cm interlock coil was selected for use. However, during the delivery process, it was noted that the coil was stuck in the microcatheter and could not be pushed out after many attempts. The coil was withdrawn, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable. However, device analysis revealed an arm coil detachment.